Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The blood glucose reading at the time of the event was 68 mg/dl. Customer stated that she drank some juice, sat down and was about to eat dinner. She broke out into a sweat and increased heart rate. Customer feel the blood glucose going lower. The paramedics were called. The paramedics treated with sugar glucose. She was stabilized at 165 mg/dl. Nothing further reported.